Event description:
Procedure: inguinal hernia repair. According to the reporter: surgeon stated bag would not deploy. There was no unanticipated tissue loss. There was no unanticipated tissue damge. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 mins. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).